Event description:
Pt had uneventful cardiac cath. Attempted to close the right femoral artery with 6 fr techstar xl perclose device. The inferior needle deployed incorrectly, entering subcutaneous tissue. Attempts to remove were unsuccessful by both the cardiologist and a vascular surgeon. Fem-stop was applied and pt transferred to or for surgical removal of device & repair of artery. Pt to ccu for observation post-op with no further complications. Transferred to pcu 4-10-99 and discharged in stable condition 4-11-99.